Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self-test. The pump was received with missing retainer and reservoir tube lip o-ring. The pump was unable to perform functional test including rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage. No replace battery now alarms were noted. Detailed trace analysis confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 12 mmol/l at the time of the incident. The customer did not receive low battery alert prior to the replace battery now alarm. The customer stated that the pump was not dropped. The customer stated that it was the second occurrence of replace battery now without a low battery warning. The product was returned for analysis.